Event description:
It was reported that the tip of the creo driver shaft broke off during final tightening and was left in the locking cap.

Manufacturer narrative:
The device was returned for evaluation. Initial observation showed the hexalobe drive feature sheared off. However, an exact cause of the reported issue could not be determined.